Event description:
The customer reported having experienced low blood glucoses of 23 mg/dl, and as a result, emergency medical services were called and treated the customer at his home. The customer states that he has called emergency medical services about twelve times for both high and low blood glucose levels in the last three months and is uncertain of the date of the last incident. The pt believes the cause of his low blood glucose is that insulin affects the customer's blood glucose sooner than the carbohydrates for which he is treating, which he states take about three hours after eating to affect him. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.